Event description:
It was reported that the patient¿s generator replacement surgery was completed. The lead was not revised at that time. High impedance was observed on the new implanted generator. Intraoperative, the surgeon performed troubleshooting by testing the new generator with the pin resistor, and results were within normal limits. Additionally, the surgeon performed pin reinsertion a total of three times, each resulting in high impedance. The facility that explanted the generator reportedly does not return explanted products without a patient release form. As the manufacturer is not aware of a patient release being signed, the product is not expected to return to the manufacturer. Surgery to resolve the high impedance has not occurred to date. No additional pertinent information has been received to date.

Event description:
The patient had lead revision surgery due to high impedance. High impedance was seen in pre-op during system diagnostics . The generator was not replaced, and the impedance was within normal limits after the lead was revised. The explanting facility does not return product to the manufacturer. Therefore, no analysis could be performed. No further relevant information has been received to date.

Event description:
It was reported that high impedance was observed on the patient¿s vns. The type of diagnostic performed was not specified. Surgical intervention has no occurred to date. No additional pertinent information has been received to date.